Event description:
It was reported that the lens was implanted and then removed due to a scratched optic. The doctor enlarged the incision and implanted the backup lens with no issue. The pt's current prognosis is good. In the physician's opinion, the most likely cause of the event was loading error. The inserter that was used during this event is reported under 1119279-2014-00120.

Manufacturer narrative:
The lens was returned for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.